Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm. (B)(6), 02-010-01-0235 - logic femoral ps cem left sz 3.5. (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6), 200-02-29 - three peg patella 29mm.

Event description:
It was reported via legal documentation that approximately 58 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, decreased rom, mental anguish, emotional distress, fear, loss of enjoyment of life. No further issues or complications were reported. No additional information is available.